Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4). A review of the downloaded device error log confirmed that a high pressure alarm was triggered in the device but there was no evidence of a device restart occurring. The device is currently being returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. (B)(4).